Manufacturer narrative:
The insulin pump was received with missing segments due to cracked and bleeding lcd glass. The insulin pump had cracked case at display window corners, battery tube threads, reservoir tube, reservoir tube lip, minor scratched and cracked display window. (B)(4).

Event description:
The customer reported via phone call that she dropped the insulin pump and it cracked at the lcd screen, battery compartment and up arrow button. Customer stated she can only see half of the display. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.